Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. During procedure contact 0,1,2,3 intact. 4,5,6,7 high impedance values (red/do not use message). Troubleshooting done. They tried to plug lead into 8-15 chamber. No change. Put back into 0-7 chamber and boot was placed in 8-15 chamber. No changes. Physician states he would prefer to leave lead in place and program therapy on working contacts. Does not want to replace lead at this time. Current programming sufficient for patient pain. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text for omitted information

Manufacturer narrative:
Other relevant device(s) are: product ID: 377860, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.